Manufacturer narrative:
Event date - used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the device found that the distal section of the device was detached from the sds, including port weld, polymer shaft extrusion and stent/balloon section and was not returned for analysis. Maximum stent profile at the time of manufacture was within maximum crimped stent profile measurement. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that a section of the extrusion shaft was not returned for analysis, a mid-shaft break was noted at 116 cm distal from the distal end of strain relief. Stretching was evident at the mid-shaft break point and the exposed core-wire was also noted to kinked. This type of damage is consistent with excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. A 3.00x24mm promus element plus drug eluting stent was selected. However, after unpacking, stents were damaged. There were no patient involvement reported.

Manufacturer narrative:
Event date - used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occured. A 3.00x24mm promus element plus drug eluting stent was selected. However, after unpacking, stents were damaged. There were no patient involvement reported.